Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. The vendor's evaluation identified that the motor was tested and no problems were found.

Event description:
Ar-200m unit overheating-unit for mis ar-200m is reported to be overheating by the customer.